Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated. The device was put through extensive testing and the reported malfunction could not be duplicated. Review of the history log suggests the device shutdown due to a low battery voltage condition. The event battery was not returned as part of the investigation. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown), the device shut down inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that subsequent testing, the device failed self test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.